Event description:
Patient experienced lower gi bleed (B)(6) 2016 - to surgery - showed proctitis, arterial bleeding 15 cms above anal ridge. Second episode bleeding on (B)(6) 2016, scoped ulcer rectal area 15 cms above anal verge. Patient had flexiseal (B)(6) 2016. Patient had c-diff and had very bad groin wounds. Flexiseal removed when stools thickened. Balloon was inflated with 45 mls water. Bleeding was successfully stopped after 2nd bleeding control procedure.